Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected power losses, and multiple power switching events which led to double power disconnects. It was noted that there were past instances of power switching events both pre-lubrication and post-lubrication. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The batteries that were involved in the power switching and double disconnect event have been updated. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 02-aug-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-nov-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two batteries were involved in the event and exhibited power switching and power disconnects. The batteries were replaced.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation, and the two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed a bent pins within both power ports. A battery was still able to connect to each power port despite the bent pins; however, the connection was more difficult to make. This observation is an additional finding not related to the reported event. The most likely root cause of the observed bent pins can be attributed to a misalignment between the power ports and battery output connectors. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0. Additionally, visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat756190 and bat652885. Log file analysis also revealed two controller power up events logged on (B)(6) 2020 at 17:23:10 and 17:23:40. The data point logged in the controller's internal logs prior to the losses of power revealed that bat756190 was connected to power port one with 85% of relative state of charge (rsoc) and bat652885 was connected to power port two with 47% rsoc. The data point after the losses of power revealed that bat756190 was connected to power port one and bat652885 was connected to power port two. No anomalies were observed leading up to the losses of power. The controller was without power for a maximum time of 44 seconds. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on bat756190 in accordance with the requirements under fsca cvg-18-q4-19 on 29-nov-2018. There is no evidence that a power source lubrication procedure was performed on the battery bat652885. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to contamination of the controller power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: bat756190 d9: yes, return date: 19-nov-2020 dev rtn to MFR? Yes h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: bat652885 d9: yes, return date: 19-nov-2020 dev rtn to MFR? Yes h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.